Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting device would not disengage, continuing to remain on until unplugged. The device was unplugged, removed and another unit was used to complete the case. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).